Event description:
Pt with elevated power and flows over past few days and elevated ldh 1251 at clinic. Admission heartmate ii settings at clinic on (B)(6) 2015: flow 11.9 liters/min, speed 9600 rpm, power 10.5 watts, pi 4.4. Discharge settings on (B)(6) 2015 were: flow 5.8, speed 10000 rpm, pi 5.9, power 6.9, pi alarms. Pt admitted and placed on heparin gtt.